Event description:
It was reported that the procedure was cancelled. An angiojet console was selected for use. During the procedure, the console reported an error of 69 which indicates a drawer error code. The procedure was not completed due to this event. There were no patient complications as a result of this event. It was further reported that the procedure was not completed due to device issue.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, patient information, initial reporter, and product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, patient information, initial reporter, and product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the procedure was cancelled. An angiojet console was selected for use. During the procedure, the console reported an error of 69 which indicates a drawer error code. The procedure was not completed due to this event. There were no patient complications as a result of this event.